Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that when calibrating cassette it does not empty, and when performing phaco it does not respond to vacuum at an unknown timing. The procedure type was unknown. The procedure was completed after replacement of cassette. There was no information about patient impact.